Manufacturer narrative:
On 7-apr-2021, mentor received additional information regarding the patient's symptoms. The patient experienced right-sided calcification. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with two 475cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including fever, hair loss, lost teeth, weight loss, thyroid removal, bone troubles, autoimmune, fatigue, does not feel well, swollen lymph nodes, memory issue, unable to work/disability , and night sweats. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. After the removal surgery, the initial reporter stated that the patient stopped experiencing hair loss and started to feel a little better. However, the patient continues to experience most of the symptoms. This report is for the right-sided prosthesis.